Event description:
It was reported: upon final tightening of the closure tops, three out of four screws stripped. The entire contruct was removed. The doctor replaced the complete construct with a competitor's product. This event cause a surgical delay of two hours.